Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted to 5% and remained static for 3-4 hours. There was no reported impact to blood glucose. Reportedly, the customer successfully charged the pump to 100%. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.